Event description:
The pt reported she was hospitalized (exact date not reported) with diabetic ketoacidosis. The night before the event, the device occluded while she was sleeping. The occlusion alarm functioned properly, but she did not want to get up to change her pod until the morning. She was not able to provide blood glucose history leading up to the event. At the hospital she was put on an insulin drip and also received potassium. She said her bg was up to 500 mg/dl. The product was not available because it was thrown away at the hospital.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the product condition. Occlusion alarms are safety features not considered malfunctions. Initiation of the alarm indicates the device functioned as intended. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin-usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," "if insulin delivery is interrupted by an occlusion, check your blood glucose level and follow the treatment guidelines established by your healthcare provider. Hyperglycemia could result if appropriate actions are not taken," and "if you are unable to use the system according to instructions, you may be putting your health and safety at risk. Talk with your healthcare provider if you have questions or concerns about using the system properly."